Event description:
It was reported that the patient with this right atrial (ra) lead had possible infection the patient also had pain at device site when laying on side. There were no additional adverse patient effects reported. The ra lead remains in service.